Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a damaged/cracked main body at the notch of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted.the reported condition of cracked twist clamp was verified, however, the leak was not verified during testing. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging, this could damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap extended life pd transfer set was cracked and leaked. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.